Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzg0302 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (huzg0302) have been reported from one u.s. Facility.

Event description:
Facility contact reported that a patient with a 6.6 fr tcl single lumen broviac catheter had the line placed (B)(6) 2015. Contact stated that it was repaired twice by IV team due to a pin hole in catheter. It was reported that ir needed to replace the line today due to more alleged pin holes but that the line was beyond repairing. No patient injury or harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.6fr s/l broviac chronic catheter. Usage residues were evident within the sample. The sample terminated 16.3 distal of the clamping over-sleeve. The clamping over-sleeve markings were partially worn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during pressurization, 3 small leaks were observed emanating from circumferentially arranged sites 3cm proximal of the distal end of the catheter. Tactile inspection of the sample revealed clamping impressions and tensile weakness in the vicinity of the splits. Microscopic inspection of the leak sites revealed circumferentially arranged splits. The splits exhibited sharply defined edges. The split edges exhibited coarsely striated textures. The split characteristics, relative positions, and clamping impression were consistent with damage caused by grasping/manipulating the catheter with a metal instrument such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿